Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat strictures performed on (B)(6) 2025. During the procedure, the balloon was inflated to 15mm to start, then increased to 16.5mm, then the physician and technician attempted to inflate to 18mm, but the balloon burst before 7atm could be reached. It was reported that the balloon burst between 16.5mm and 18mm, and no pieces of the balloon detached inside the patient. A photo of the complaint device was provided and showed that the balloon burst. The procedure was successfully completed with the original device prior to a balloon burst. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the cre fixed wire dilatation balloon device was not returned; however, a media analysis was performed based on the photo provided by the complainant that shows the device with evidence of balloon burst. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of balloon burst was confirmed. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the balloon burst was due to the physician's manipulation or technique during the procedure or related to a device malfunction. The investigation concluded that, due to lack of evidence and without a proper evaluation of the device, the most probable root cause of is cause not established.